Manufacturer narrative:
Describe event; relevant test/lab data; other relevant history updated. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred and that post procedure a myocardial infarction occurred. The patient presented at the time of the index procedure due to stable angina (ccs class 2). Cardiac catheterization revealed an 80% stenosed and 15mm long lesion in the mid left anterior descending coronary artery with a reference vessel diameter of 3.0mm. This was treated with direct stent placement of a 3.0x24mm taxus element stent. A dissection was noted post stent deployment. This was treated with a 3.0x8mm taxus element stent resulting in 0% residual stenosis. One day later, the patient had elevated troponin levels (peak troponin= 0.267ng/ml, uln=0.04ng/ml) and was diagnosed with a myocardial infarction without ischemic symptoms. No action was taken to treat this event and the patient was discharged the same day on aspirin and clopidogrel. It is the opinion of the physician that the event of myocardial infarction is not related to the taxus element stent.

Event description:
Same case as 2134265-2012-04204. It was further reported that at the time of the event, ECG was performed. The patient did not experience ischemic symptoms.

Manufacturer narrative:
Device is combination product. (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).